Event description:
It was reported that the atrial lead did not fit into the header after multiple attempts. The set screw was retracted and extended multiple times during the attempts. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of the atrial lead not fitting in the header was confirmed in the laboratory. The atrial lead could not be fully inserted into the header and was likely due to epoxy in the ring contact spring.